Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bv104r - weitlaner retr 3x4t.blunt/deep 130mm. According to the complaint description, the the zipper adjuster broke during surgery after the first use. The piece broke off inside patient, but could be retrieved. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 - product return date, e1 - country adjusted, h3 - yes, evaluation, h6 - codes updated. Investigation results: aesculap ag has carried out a visual and microscopic examination. A breakage due to overload was detected. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: there is no indication for a material-, manufacturing- or design related failure. Based upon the investigation results, a CAPA is not required.